Event description:
The customer reported that the sys was unable to perform fluoroscopy x-ray (would not expose). There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The x-ray control board was replaced. The sys was then found to be operating as intended.